Manufacturer narrative:
Review of the batch record for the lot was completed. There was no noted non-conformances in process and with the raw material.

Event description:
Crew working a cardiac arrest when, upon recognizing a shockable rhytmn, a defibrillation attempt was made and upon discharging the energy, a loud pop was heard and the therapy pads were found to have self detached from the patients left chest. A smell of burning plastic was noted. Oxygen was being delivered via I-gel and ett. Patient was not prepped before placement of the pads.